Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 analyzer (rack system). The sample initially resulted in an estradiol iii value of 155 pg/ml. The sample was repeated within three hours in a different laboratory, resulting in a value of 455 pg/ml. One day later the initial sample was re-centrifuged and re-measured, confirming the result of 155 pg/ml. No questionable result was reported outside of the laboratory. The estradiol iii reagent lot was 63006901 with an expiration date of 31-may-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was acceptable with no alarms. Quality control recovery was within specified ranges. Based on the available data a general instrument or reagent problem could not be identified. The investigation could not identify a product problem. The cause of the event could not be determined.